Event description:
The contact stated that the customer's blood glucose readings had been higher than usual. While troubleshooting, the contact performed control tests and received results of 226 and 295 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.